Event description:
On (B)(6) 2019 the patient underwent endovascular repair of a descending thoracic aortic aneurysm rupture using a 22fr gore® dryseal flex introducer sheath as an accessory in the procedure. A gore® tag® conformable thoracic stent graft with active control and a gore® excluder® aaa aortic extender component were used to complete the repair. After deployment of all endoprostheses, the gore® dryseal flex introducer sheath was removed. It was reported that there was no resistance upon sheath insertion or removal. Reportedly, when the sheath was removed, a dissection of the patient's right external iliac artery was revealed. The diameter of the patient's right external iliac artery reportedly measured 8-9 mm. No excessive calcium or thrombus was reported. A boston scientific epic¿ vascular stent was implanted to cover the external iliac artery dissection site. Reportedly the treatment was successful. There were no further reported issues. The patient tolerated the procedure.